Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 145 mg/dl. The customer stated that she was bolusing when she received the alarm, noting that the buttons seemed to be unresponsive. She added that she currently lives in thailand, where there is a lot of humidity, to which the device may have been exposed. Advised replacement of the insulin pump. The customer advised that she had a back up insulin pump, to which she would revert. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.